Event description:
A scrub tech reported a multifocal intraocular lens (iol) was exchanged due to the pt experiencing blurry vision, glare which was worse at night and the pt being unable to read. The tech also reported mechanical complications with the lens. The lens was exchanged for a monofocal lens. Add'l info was rec'd from the scrub tech who reported the event resolved following the lens exchange. The tech reported the pt was unable to adjust to the multifocality of the lens. The tech reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece with a viscoelastic, which is not approved for this lens/cartridge combination. The product investigation could not identify a root cause. There have been no other complaint reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).